Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.

Event description:
It was reported that the touchscreen is not responsive. Reportedly, the screen is blacked out. Customer's blood glucose levels was 200 mg/dl.